Event description:
The patient reported that at his last pump refill on (B)(6) 2013 there were 17 ml¿s left in the pump, and there should have only been ¿like two to five¿. This was noted to have been out of specification. The patient stated that he had been in a lot more pain and was having pain. The medications used within the system were dilaudid, baclofen, and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709, lot# j11328r37, implanted: (B)(6) 2002, product type catheter. (B)(4).